Manufacturer narrative:
Device evaluation: the device was returned for evaluation. During examination after power on, the reported issue was confirmed. There were faulty pixels on the lcd screen causing the issue reported. The issue was determined caused by failure of the lcd component.

Event description:
It was reported the device had a blank lcd screen.